Event description:
Information received by medtronic indicated that the insulin pump had crack at back of battery side. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the battery compartment found on 10/26/2021. The pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked retainer, pillowing keypad overlay, and case cracked at the battery compartment. Cosmetic damage at the battery compartment is confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.